Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that device failed the self-test. There was no reported patient involvement. Based on the information available and the onsite testing conducted, the cause of the reported problem was due to the defective therapy capacitor. The defective therapy capacitor was replaced and the issue was resolved. The device is fully operational and remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to pass self-inspection and cannot be used. There was no reported patient involvement.